Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system on the insulin pump. Customer stated that the buttons were unresponsive and the insulin squired out during manual prime. It was also reported that changing the batteries on the insulin pump did not help. Insulin pump will be returned for analysis and replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.